Event description:
It was reported the patient had not recharged since her implant date. The patient stated she had a non-rechargeable ipg in the past and forgot she needed to charge the ipg. The ipg would not communicate with external devices. Follow up identified the physician planned to replace the ipg with a non-rechargeable ipg at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.